Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: - was there any adverse consequence associated with the patient? No. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. - what tissue was being sutured when the event occurred? Symmetric: fascia. Spiral: subcutaneous. - was additional dissection required in other organs/tissues other than the target tissue? No. - was there any change in the patient¿s post operative care due to the prolonged procedure? No. H6 component code: g07002 reported condition not confirmed. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. The returned sample revealed that one unopened sample that pertain to product code sxpp1b433 was returned for analysis. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Note: related events reported via 2210968-2023-06760 and 2210968-2023-06761.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2023 and a barbed suture was used. During the procedure, the barbed suture broke when trying to insert through the trocar. The surgery was delayed by 1-2 minutes. The procedure was completed successfully with no patient harm and no adverse patient consequences. The coordinator opined that it hasn't happened any other time and she believes it was the technician's technique with trying to place through a trocar that was too small instead of a true product malfunction. Additional information was requested.